Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. Pre-accelerated stress test (ast) 15 minutes 1000 ml simulated treatment was performed and completed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported by the patient's peritoneal dialysis nurse (pdrn) that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A balloon valve leak alarm occurred during fill 1 of 1 of treatment and the treatment was cancelled. The cycler was reset up with new supplies. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn noted that the location of the leak was directly from the cassette, dropping out the bottom of the door onto the floor below the cycler. All connected correctly as the pdrn set up the cycler. The patient was not able to use the cycler overnight for dialysis, it was supposed to be the first treatment at home for him and he was very concerned that a brand new machine was broken on arrival. The patient had to do manual exchanges, but the patient is still in training, it was the very first time at home using the cycler and now they are instead doing backup manuals. The patient couldn't complete a treatment as the cycler was broken and he is still in training thus not able to get all the manual exchanges he needed. The patient is symptomatically uremic and this created a large setback in managing his symptoms. There was no breach in infection control or concern of infection related to the event. It is confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is scheduled to be picked up and returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the patient¿s peritoneal dialysis nurse (pdrn) that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A balloon valve leak alarm occurred during fill 1 of 1 of treatment and the treatment was cancelled. The cycler was reset up with new supplies. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn noted that the location of the leak was directly from the cassette, dropping out the bottom of the door onto the floor below the cycler. All connected correctly as the pdrn set up the cycler. The patient was not able to use the cycler overnight for dialysis, it was supposed to be the first treatment at home for him and he was very concerned that a brand new machine was broken on arrival. The patient had to do manual exchanges, but the patient is still in training, it was the very first time at home using the cycler and now they are instead doing backup manuals. The patient couldn't complete a treatment as the cycler was broken and he is still in training thus not able to get all the manual exchanges he needed. The patient is symptomatically uremic and this created a large setback in managing his symptoms. There was no breach in infection control or concern of infection related to the event. It is confirmed that the patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The old cycler is scheduled to be picked up and returned.